Manufacturer narrative:
An event of stenosis and regurgitation after 6 years of implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. No additional information was received from the field. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5144887 received that states "ew reference number:(B)(4), approximately 6 years post-implant of a 29 mm sapien 3 ultra valve in the tricuspid position in a failed 27mm st. Jude annuloplasty ring surgical ring, the patient was experiencing stenosis and unknown regurgitation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." It was reported that on an unknown date, a 27mm tailor flexible annuloplasty ring was implanted in the tricuspid valve. Later, the ring failed due to an unknown reason. On an unknown date, a 29mm non-abbott transcatheter valve was implanted in the ring. Approximately 6 years later, the patient was experiencing stenosis and regurgitation. The patient status was unknown.